Event description:
It was reported that the insulin pump alarmed motor error twice in the last 30 days. The blood glucose reading was 199 mg/dl. The caller stated that the insulin pump did pass the steps in the displacement verification table, as well as the self test. No motor error alarmed during a fill cannula procedure upon troubleshoot. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in the motor error loop during a bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.